Event description:
It was reported that a patient underwent a sling procedure in the "u" position in 2007. During the procedure, the implant pulled out with the inserter. The device was removed and a second device was successfully placed in the hammock position.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a.